Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving gablofen with concentration 1000 mcg/ml at a dose rate of 128 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s managing physician could not connect with the pump to refill. Ultrasound evaluation was performed and the physician noted that the pump was flipped. It was indicated that the physician stated that the pump felt mobile. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that post implant, the patient had one fall in the fall. The patient has had great relief of her spasms since implant, until recently. The pump was functioning fine until this point. Twiddling or playing with the pump was denied and the patient had lost over 20 lbs. The implanting physician was to meet with the patient on (B)(6) 2020 to make a plan for surgical intervention to repair the pump pocket and ensure the pump was not flipped and was properly secured. No surgical intervention was scheduled but was planned. The issue was unresolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2020, additional information was received from the manufacturer representative (rep). The pump was flipped back to the correct orientation and better secured to prevent movement on (B)(6) 2020. Flipping was confirmed via ultrasound and in the or. The rep was not sure of the cause and stated, "normal use, sutures not in ideal spots of fascia." It was stated that, "with the pump in the correct orientation, it is assumed patient will be back to proper state". Nothing was explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the surgical date was (B)(6) 2021 for the flipped pump. It was noted the flipped pump issues resolved after surgery and pump had been functioning as normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was seen today for post MRI check; patient stated MRI was for her hamstring related to a fall, last fall.